Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker system exhibited noise on all channels. It was suspected that the noise on the right atrial and right ventricular channels was due to insulation issues on the leads, however, it has not been confirmed. On the left ventricular channel, it is suspected that it was due myopotential noise. No oversensing was observed. Further evaluation of the system was discussed. This device remains in service. No adverse patient effects were reported. Additional information was received detailing that a system revision was performed, and no indications of an insulation issue were noticed on the leads. It was decided to only explant and replace this device. This device is expected to be returned to boston scientific for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker system exhibited noise on all channels. It was suspected that the noise on the right atrial and right ventricular channels was due to insulation issues on the leads, however, it has not been confirmed. On the left ventricular channel, it is suspected that it was due myopotential noise. No oversensing was observed. Further evaluation of the system was discussed. This device remains in service. No adverse patient effects were reported. Additional information was received detailing that a system revision was performed, and no indications of an insulation issue were noticed on the leads. It was decided to only explant and replace this device. This device is expected to be returned to boston scientific for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker system exhibited noise on all channels. It was suspected that the noise on the right atrial and right ventricular channels was due to insulation issues on the leads, however, it has not been confirmed. On the left ventricular channel, it is suspected that it was due myopotential noise. No oversensing was observed. Further evaluation of the system was discussed. This device remains in service. No adverse patient effects were reported. Additional information was received detailing that a system revision was performed, and no indications of an insulation issue were noticed on the leads. It was decided to only explant and replace this device. This device is expected to be returned to boston scientific for analysis. No further adverse patient effects were reported. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker system exhibited noise on all channels. It was suspected that the noise on the right atrial and right ventricular channels was due to insulation issues on the leads, however, it has not been confirmed. On the left ventricular channel, it is suspected that it was due myopotential noise. Additionally, oversensing on the right atrial and left ventricular channels was observed. Further evaluation of the system was discussed. This device remains in service. No adverse patient effects were reported. Additional information was received detailing that a system revision was performed, and no indications of an insulation issue were noticed on the leads. It was decided to only explant and replace this device. This device is expected to be returned to boston scientific for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields: b5: describe event or problem field h6: device codes h6: impact codes.